Event description:
It was reported that this right atrial (ra) lead was explanted with unknown reason. A new lead was implanted with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted with unknown reason. A new lead was implanted with the same model. No additional adverse patient effects were reported. Additional information received indicated that during procedure, the subclavian vein was occluded. This ra lead was removed while maintaining access on the left side during laser removal. This lead will not be returned due to lead damage.